Event description:
I am part of a (B)(6) where many rehab professionals use this smart tools cuffs and pump. How is smart tools able to advertise their pump and products as "FDA approved" when the pump gives huge variations in pressure more often than not. The group hypothesizes that the temperature of the air impacts the pump. Also, maybe the tourniquet cuffs start out more stiff and get a little looser over time, changing the amount of pressure that the pump reads? Regardless, this pump needs examined by the FDA as quite a few rehab people are having issues with it. Doesn't it have to be tested by the FDA before they can distribute it to people? (B)(6). FDA safety report ID# (B)(4).